Manufacturer narrative:
Product complaint #: (B)(4). Date of event: dates of patient evolution listed in description of problem or event. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues experienced with the device at all in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? What evidence does the surgeon have that the dehiscence occurred on third post-operative day? What was done during the reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Was an autopsy performed? If so, can the results be shared? Does the surgeon believe that an alleged deficiency of the device led to the patient¿s death or were there other contributing factors to include patient tissue condition? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
Description of the patient's evolution was reported: on (B)(6) 2019: diagnosis: malignant tumor of the stomach unspecified part. Surgery, total gastrectomy, esophagus jejunoanastomosis, pneumatic test without leakage. Distal stump closure. Post anastomotic probe, hemovac, closure. Approximate 200 cc bleeding. Epidural catheter. Recommendations to start ne by advanced probe, avoid obstruction of the probe. Use of circular stapler number 25: without intraoperative complication. Hemogram: hb 13.7g / dl, hto of 39.6%, leucos of 14770, neutral of 13450, lymph of 380, plt of 241,000. Arterial gases: mild respiratory acidosis with mild oxygenation disorder. Portable chest x-ray of admission: very soft technique, normal-looking cardiac silhouette with increased vascular pattern and effacement of the right phrenic angle. No consolidations. Monitoring material. On (B)(6) 2019: adequate assessment, indication of enteral nutrition. Hb 12.1 hto: 35.6% leu: 10400 plaq: 209 ckells. Sodium: 136.5, potassium: 3.8. On (B)(6) 2019: alert, oriented collaborator without invasive supports. Ta: 129/70 mmhg, fc: 81 x min, fr: 17 x min, sato2: 94%. Mild generalized, anicteric mucocutaneous pallor. Hydrated, permeable advanced naso enteral tube, enteral nutrition at 54 cc / hour, symmetrical thorax, expandable norm, well ventilated. Abdomen not distended, soft, depressable, slightly painful to deep perilesional palpation without signs of peritoneal irritation. Present peristalsis. Right abdominal drainage permeable, productive, 209 cc clear serohematic in 24 hours. On (B)(6) 2019: no pain, calm, mild abdominal pain, no fever, no emesis, mild nausea, present flatus, urine without problems. Tolerates enteral nutrition by advanced tube. Wbc 5710 n 81% l 10 hgb 10.3 hct 29.9 plt 166,000 k 3.5, fc: 76 pa: 137/90 sao2: 98% with oxygen under cannula. On (B)(6) 2019: k 3.9. Methylene blue test is performed today (first oral pop liquid) where no leakage of fluid into the peritoneum is identified. There is no exit of methylene blue through the drain. Negative methylene blue test, mild abdominal distension, initiates tolerance to clear liquids. Drain: 50 cc serous. Paraclinical (B)(6) 2019: wbc 14770 n 91% l 2.6 hgb 13.7 hct 39.6 plt 241,000 ne per advanced probe at 54 cc / hr. On (B)(6) 2019: wbc 5710 n 81% l 10 hgb 10.3 hct 29.9 plt 166,000 k 3.5. On (B)(6) 2019: k 3.9. Methylene blue test is performed today (first oral pop liquid) where no leakage of fluid into the peritoneum is identified. There is no exit of methylene blue through the drain. Negative methylene blue test, mild abdominal distension, initiates tolerance to clear liquids. Drain: 50 cc serous. On (B)(6) 2019: ta: 127/77, tam: 94, fc: 79, fr: 18, spo2: 93%, t °: 35.9 ° c. Glucometry: 150 mg / dl. Improvement of abdominal distension and bowel movements yesterday, which improved abdominal pain, no fever, hunger, flatus are still present. No methylene blue in drain. Patient in good general condition, alert and aware. Stable vital signs o2 by nasal cannula, without vm, without vasopressor support or inotropia. Fc 82 fr 15 afebrile w / p without alterations, soft and depressible abdomen without peritoneal irritation, no muscular defense, no blumberg, no microblumebrg, no murphy, surgical wound without secretion from it and without bleeding, abdominal distention predominantly in hemi abomen inferior, drain right: 1300 cc seroso without blue coloration. Patient in fifth day with satisfactory clinical evolution with mild abdominal distension, paraclinic without leukocytosis and neutrophil decrease with 5-day pop pcr of <100, currently with flatus and bowel movements. Today it is decided to test tolerance to clear liquids (water, broth) and to monitor spending and characteristics for the drain, if there is good tolerance, it could be requested for tomorrow's assisted liquefied diet. Keep seated and if possible, please take to the bathroom to try to make deposition. On (B)(6) 2019: vital signs: t °: 36 ° c, hr 108/min, ta 113/74 mmhg, tam 84 mmhg, hr 22/min, sat02 90% with fio2 32%. Urinary output: 1.3 cc/kg/h with balance of day 1140 cc and cumulative of 7.3l hemovac: 1300 cc/24 hours. Bun of 29.7 - creatinine of 0.83. Hemogram: leucos of 4800, neutral of 4050, lymph of 210, hb 11.2g/dl, hto of 33.1% plt of 269,000. K of 3,2 drain 1300cc serous with negative methylene blue test, mild abdominal distension. 616/5000. During the afternoon with abdominal pain of progressive intensity and voluntary muscle defense. Stable hemodynamically without need of pressure or ventilatory support. Adequate urine output during the day. Central peripheral insertion catheter was advanced through the msi without complications and position was corroborated by radiography. Single dose of opioid analgesia is indicated now, venous paracetamol is started. Enteral and oral nutrition are closed until new indication. Assessed jointly with general surgery, it is considered necessary to perform a contracted abdominal CT with an urgent nature. On (B)(6) 2019: bun of 30.1, creatinine of 0.81, mg of 2.3, sodium 141, potassium of 3.5, lactate 1.77, hemogram: leucos 5510, neutral of 4960, hb of 12.2g / dl, hto of 35.9, plt of 306,000, pcr of 285, cloudy drain. Afternoon: tac is taken, vasopressor support, intubation. Surgical reintervention, dehiscence of esophageal jejunal anastomosis and peritonitis, intraoperative interruption, arterial line with difficulty in tracing monitoring. On (B)(6) 2019: metabolic acidosis, septic shock, onset of vancomycin. Patient died at night. The event was classified as an adverse event that is not preventable since, despite following institutional protocols, the patient suffers from dehiscence of his anastomosis on the third postoperative day, despite the radiological, clinical and surgical controls, the patient is septic and dies.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any issues experienced with the device at all in the initial surgical procedure?: there was no problem related to the device in the initial surgery. What healthcare professional fired the device and what is his/her experience with the device?: an oncological surgeon who has used the device of both this commercial house and other commercial houses, with an experience of approximately 6 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?: the device was adjusted to the stop allowing the green zone. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?: the 15 seconds indicated and recommended by the commercial house for tissue compression were waited, the device's own safety was removed and the corresponding shot was made, sensing the tactile sensation and the sound that indicates the satisfactory firing of the stapler. Was the device difficult to close?: no. Was the device difficult to fire?: no. Did the healthcare professional receive audible & tactile feedback when firing the device?: yes. Were the donuts inspected? If so, please describe: both donuts were inspected finding them complete, even sending the esophageal portion to pathology, on the other hand pneumatic test was performed to the anastomosis which was negative. Was a complete transection of the white breakaway washer visually confirmed?: no. What evidence does the surgeon have that the dehiscence occurred on third post-operative day?: patient was taken to exploratory laparotomy and the anastomosis was found completely dehiscent in 360 degrees. What was done during the reoperation?: the jejunal esophageal anastomosis was performed manually. Were there any issues noted with staple formation at any point throughout the care of the patient?: it is not possible to give a definitive answer, because the patient died and the stapling line was not completely inspected. Was an autopsy performed? If so, can the results be shared?: autopsy was not performed because the family did not allow it even though it was offered. Does the surgeon believe that an alleged deficiency of the device led to the patient¿s death or were there other contributing factors to include patient tissue condition?: the surgeon considers that there could be a combination of factors that contributed to the death of the patient, without being able to rule out that the stapler contributed to this situation. In the opinion of the surgeon, it was striking to find the complete dehiscence of the anastomosis in 360 degrees of it when, usually when anastomotic leaks occur, the dehiscences are usually partial. Would the surgeon be interested in speaking with ethicon medical and engineering personnel?: yes. Attempts are being made to schedule a call with the surgeon. If further information is received at a later date a supplemental medwatch will be sent.